Manufacturer narrative:
Product investigation is in progress.

Event description:
When pulling out the thread, it released too much- tampax [device breakage] case narrative: consumer reported via email that when pulling out the thread, it released too much. No injury was reported.